Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected.